Manufacturer narrative:
This report is submitted on january 12, 2023.

Event description:
It was reported that the patient experienced sparking charger while the device was in use (date not reported). A replacement equipment was sent to the patient.